Event description:
Related manufacturer reference number 1627487-2023-04101. It was reported that x-rays showed that the s3 lead migrated. Surgical intervention was undertaken on (B)(6) 2023 wherein a portion of the right s3 lead was partially removed then a right s3 and right l1 lead were added. Therapy was restored post operatively.

Manufacturer narrative:
Section b3: date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8145636. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.